Event description:
The facility representative contacted baxter (B)(6) to report a colleague infusion pump that had failure code 522:320:658:0000. This condition has the potential to cause an interruption of delivery. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 522:320:658:0000 was confirmed during product evaluation. The root cause was assigned to a defective speaker. The speaker assembly was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.